Event description:
The pt reported experiencing elevated blood glucose of 20-25mmol/l (360-450 mg/dl) for the past several weeks. The pt's normal blood glucose level is 8-10 mmol/l (144-180 mg/dl). She was advised by her diabetes nurse to raise the basal rates of the infusion device. She switched to the backup infusion device and her blood glucose returned to normal. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.